Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of bilateral replacement surgery with catalog number 3501650 is (B)(6) 2021. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is september 27, 2021 . - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: rupture / deflation since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the explanted complaint device were non mentor (mcghan devices) products. Appropriate field under section d have been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient of unknown race underwent unspecified breast surgery with unknown implants. Now this patient reported that one of her breast implants emploded. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.